Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. It is probably that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the erythrocyte overflow into the platelet concentrate when the additive solution was added. Per the customer all clamps were closed and checked, the customer stated that no warning or error message was displayed on the trima device. Per terumo investigation of the run data file (rdf) of this event, it is unknown if residual white blood cell (rwbc) contamination occurred during the erythrocyte overflow. There was not a transfusion recipient or patient involved at the time of the testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: one used trima set was returned to terumo bct for investigation. Visual examination noted that the pinch clamps were correctly placed on the rbc, platelet and plasma channel lines and were in the closed position. The pinch clamps on the rbc and plasma channel lines were observed to be skewed and not fully occluding the lines. Rbcs were noted in the platelet line, platelet pump header and collect line. None were noted in the pas line or in the pas bag. Visual examination also noted no kinks, missing parts or misassemblies. Fluid was flushed through the ac filter and no oclusions were observed. Investigation is in process. A follow-up report will be provided.

Event description:
Wbc count is not available from the customer as testing was not performed.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: the operator was retrained to ensure the pinch clamps, on the channel lines, are properly closed. No further correction is recommended for this specific reported incident. Root cause : the analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. It is probable that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition.